Event description:
Baxter (B)(4) received a report of two occurrence in which upon opening the outer wrapper, the inner bag leaked everywhere from what appeared to be a tear in the seam at the top of the bag. No further information is available at this time. No patient injury was reported by the customer. This did not occur during patient use.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A review of the batch file was found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A sample was received and the complaint confirmed. Based on the information obtained during baxter's investigation, this incident was determined to be related to the clampex activation technique. This has been reviewed with the clinical coordinators for this product and the training material updated. The baxter product development team are currently investigating a redesign to this clampex connector. Evaluations are on-going.